Event description:
A malfunction was reported with a code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping to reset the pump. The malfunction did not recur after the reset, and the customer was advised they could continue to use the pump and to call back if the issue recurred. The customer acknowledged and understood the instructions.